Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdomen pain radiated into my hips') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and photosensitivity reaction ("allergic to the sun"). The patient was treated with surgery (medical device removal). Essure was removed. At the time of the report, the abdominal pain lower had resolved and the photosensitivity reaction outcome was unknown. The reporter considered abdominal pain lower and photosensitivity reaction to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdomen pain radiated into my hips') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and photosensitivity reaction ("allergic to the sun"). The patient was treated with surgery (medical device removal). Essure was removed. At the time of the report, the abdominal pain lower had resolved and the photosensitivity reaction outcome was unknown. The reporter considered abdominal pain lower and photosensitivity reaction to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.